Event description:
New psa 4000 monitors have been purchased by the hospital. There have been problems noted with the physiometrix eeg electrode sets. If the electrode disconnects the device still displays the last number. The electrodes do not work with the patients in a prone position or if the electrodes lift slightly. The monitor will still show the last number displayed. The practitioner was able to get a reading from a probe placed on the practitioner's own hand. The machine does not shut down or record, but will display the last number that it had.